Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number. H4: manufacturing date.

Event description:
It was reported that a venous closure of the common femoral vein was attempted using a prostyle device after an ablation interventional procedure using a 8f sheath. Reportedly, upon removal of the device the suture came out of the patient. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.